Event description:
Pt's mother reports that pt should be infusing 10 gm of hizentra every 2 weeks, not 8 gm, and pt has been getting sick due to not getting enough med; no details provided. Pharmacy has new rx on file for hizentra 8 gm every week, will contact md's office to discuss dosing and obtain new rx. Pt's mother also reported that it is taking 2.5 hours to infuse med but when rph did the calculations, infusion should take only 1 hour and 5 minutes. Pharmacy will replace pump and mother will let pharmacy know if different needle set and tubing required. No further info, details or dates available. Indications: hereditary hypogammaglobulinemia; dravet syndrome, intractable, without status epilepticus; other generalized epilepsy and epileptic syndromes, not intractable, without status epilepticus. Reported to (B)(6) by pt/caregiver.